Event description:
Event description cpi received information that this bipolar lead dislodged eight hours after the implant. The patient was returned to the or and the physician tried to reposition the lead but the helix tip became stretched. The lead was removed and a new lead was implanted.